Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the surgeon was unable to maneuver the tips of the monopolar curved scissors (mcs) instrument in the direction needed to utilize the instrument. The instrument was reinserted in an attempt to resolve the issue, however, the surgeon remained unable to utilize the instrument as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer to request additional information related to the event, but no further details were available.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis team and confirmed the customer reported complaint. The instrument was found to have a fully broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Additionally, the components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.